Event description:
It was reported that the attachment device was heating up. This event was not reported to have occurred during surgery. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed vibration due to worn out and damaged bearings. Therefore, the reported condition was confirmed. It was observed that the device showed signs of corrosion indicative of damage caused by immersion during cleaning, which was a failure to follow directions for use. The assignable root cause was determined to be due misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.